Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. Functional testing with a brk needle was not performed because the complaint introducer is a swartz right sided (sr series) guiding introducer dilator, not a transseptal introducer dilator. For transseptal access with a brk needle, swartz left sided (sl series) transseptal guiding introducers are recommended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the brk needle insertion difficulties is consistent with the incorrect use of the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported dilator puncture remains unknown.

Event description:
During a mtiraclip procedure, the needle with stylet punctured thru the tip of the sro dilator during transseptal approach. The device was exchanged and the procedure was completed with no adverse consequences to the patient.